Event description:
It was reported that lead dislodgement was seen on x-ray, and the lead had a rise in thresholds and decrease in r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead dislodgement was seen on x-ray and the lead had a rise in thresholds and a decrease in r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.